Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the rotaflow received the signal error. The unit was reset and the flow stopped and the device started making a noise. Additional information: the incident occurred during patient treatment, no negative consequences for the patient or a delay in therapy were reported. (B)(4).

Manufacturer narrative:
The device in question was investigated and repaired by the manufacturer em-tec. According to the service report of em-tec failure could be imitated with temperature effect (heating). The fault is caused by a fault within the flow sensor. The coupling value of the flux sensor has been very low and has fallen off conspicuously against the initial delivery. The cause is in all likelihood either due to a defect in the ultrasound ceramic or its gluing at the sensor body (plexiglasgrund body). An instantaneous amplitude invasion occurs by heating at this point. A penetration of disinfecting solution could not be detected, which could lead to a destruction of the river sensor. In addition, a detachment of the magnet ring at the magnet coupling was detected during the examination. This is manifested by a stronger imbalance. The flow sensor has been replaced with a new adjustment. Making the bond between the magnet ring and the magnet carrier. Perform a functional and final test. Thus the failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).